Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident during use involved a foley device that had been inserted in the east fourth floor ward but became dislodged spontaneously after approximately two hours. Per customer follow up information received via task on 29jan2026, it was reported that the corporate lot number was unknown.